Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump, and, following the reset, the caller was able to successfully start their sensor session without the cgm error reoccurring.